Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 7 mg/day) and bupivacaine (2.2 mg/ml at 0.77 mg/day) via an implantable pump for an unknown indication for use. It was reported the pump began to beep. An interrogation was performed, and the motor stall message came up. The event date was reported to be (B)(6) 2018. The pump was replaced on (B)(6) 2018. The patient's pain increased as the motor was stopped and IV medication was delivered to the patient. It was reported that contributing factors to the event included a mix of off-label drugs. The issue was resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.